Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/side pain") and genital haemorrhage ("bleeding before and after periods") in a 39-year-old female patient who had essure (batch no. 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, irregular menstruation, blood clot in urine, leiomyoma nos, anemia, uterine enlargement, haemoglobin low, essential hypertension and ovarian cancer. Concurrent conditions included obesity. Concomitant products included diphenhydramine;ibuprofen since (B)(6) 2017, hydrocodone since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"), 3 years after insertion of essure. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). In (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex") and malaise ("made me sick") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, tooth loss, urticaria, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: (B)(6) 2010; (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, fatigue, headaches, nickel allergy most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received, reporter added, lot number added, medical history added, auto narrative supplements were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain'), device breakage ('device breakage inner coil of device protruding after implant removal attempted and device broke remaining portion was surgically removed') and genital haemorrhage ('bleeding before and after periods') in a 39-year-old female patient who had essure (batch no. 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, irregular menstruation, blood clot in urine, leiomyoma nos, anemia, uterine enlargement, haemoglobin low, essential hypertension and ovarian cancer. Concurrent conditions included obesity. Concomitant products included diphenhydramine;ibuprofen since (B)(6) 2017, hydrocodone since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods,9 days heavy cycles in bed"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). In (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex"), malaise ("made me sick"), uterine enlargement ("I have the essure uterus is size of 4 month pregnancy"), iron deficiency ("iron deficiency"), sinusitis ("sinus infection"), skin irritation ("skin irritation") and dry mouth ("dry mouth") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hsterectomy(full),salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia, malaise, uterine enlargement, iron deficiency, sinusitis, skin irritation and dry mouth outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, device breakage, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, iron deficiency, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, sinusitis, skin irritation, tooth loss, urticaria, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes, anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, fatigue, headaches, nickel allergy. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: events - skin irritation, dry mouth and sinus infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/side pain") and genital haemorrhage ("bleeding before and after periods") in a 39-year-old female patient who had essure (batch no. 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, irregular menstruation, blood clot in urine, leiomyoma nos, anemia, uterine enlargement, haemoglobin low, essential hypertension and ovarian cancer. Concurrent conditions included obesity. Concomitant products included diphenhydramine;ibuprofen since (B)(6) 2017, hydrocodone since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"), 3 years after insertion of essure. In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). In (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex") and malaise ("made me sick") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, tooth loss, urticaria, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: (B)(6) 2010; (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, fatigue, headaches, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/side pain'), device breakage ('device breakage innercoil of device protruding after implant removal attempted and device broke remaining portion was surgically removed') and genital haemorrhage ('bleeding before and after periods') in a 39-year-old female patient who had essure (batch no. 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, irregular menstruation, blood clot in urine, leiomyoma nos, anemia, uterine enlargement, haemoglobin low, essential hypertension and ovarian cancer. Concurrent conditions included obesity. Concomitant products included diphenhydramine;ibuprofen since (B)(6) 2017, hydrocodone since (B)(6) 2016 and ibuprofen since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods,9 days heavy cycles in bed"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). In (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). In (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex"), malaise ("made me sick"), uterine enlargement ("I have the essure uterus is size of 4 month pregnancy") and iron deficiency ("iron deficiency") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hsterectomy(full),salpingectomy/oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia, malaise, uterine enlargement and iron deficiency outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, iron deficiency, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, tooth loss, urticaria, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: (B)(6) 2010; (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, menorrhagia, fatigue, headaches, nickel allergy. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received : following events were added : device breakage, I have the essure uterus is size of 4 month pregnancy, iron deficiency. Reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage innercoil of device protruding after implant removal attempted and device broke remaining portion was surgically removed'), pelvic pain ('pain/side pain') and genital haemorrhage ('bleeding before and after periods') in a 39-year-old female patient who had essure (batch no: 50500521) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, uterine fibroid, irregular menstruation, blood clot in urine, leiomyoma nos, anemia, uterine enlargement, haemoglobin low, essential hypertension and ovarian cancer. Concurrent conditions included obesity. Concomitant products included diphenhydramine; ibuprofen since on (B)(6) 2017, hydrocodone since on (B)(6) 2016 and ibuprofen since on (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods, 9 days heavy cycles in bed"). On (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). On (B)(6) 2015, the patient was found to have weight decreased ("weight gain / loss (specify which one): weight loss"). On (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). On (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex"), malaise ("made me sick"), uterine enlargement ("I have the essure uterus is size of 4 month pregnancy"), iron deficiency ("iron deficiency"), sinusitis ("sinus infection"), skin irritation ("skin irritation") and dry mouth ("dry mouth") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full),salpingectomy/oophorectomy (one side removal of ovary). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia, malaise, uterine enlargement, iron deficiency, sinusitis, skin irritation and dry mouth outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, device breakage, dry mouth, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, iron deficiency, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, sinusitis, skin irritation, tooth loss, urticaria, uterine enlargement, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: on (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes anticipated/scheduled date: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina: on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2020: quality-safety evaluation of ptc:product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding before and after periods") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), rash ("skin rash"), anaemia ("anemia"), alopecia ("hair loss") and pruritus ("itching"). The patient was treated with surgery to remove the essure. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia and pruritus outcome was unknown. The reporter considered alopecia, anaemia, genital haemorrhage, pelvic pain, pruritus, rash and uterine leiomyoma to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/side pain") and genital haemorrhage ("bleeding before and after periods") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included hydrocodone since (B)(6) 2016, ibuprofen (advil) since (B)(6) 2017 and ibuprofen since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 3 years after insertion of essure, the patient experienced night sweats ("hormonal changes: night sweats") and urticaria ("rashes and skin conditions: hives"). In 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems: anxiety") and panic attack ("psychological or psychiatric problems: panic attacks"). In (B)(6) 2015, the patient experienced weight decreased ("weight gain / loss (specify which one): weight loss"). In (B)(6) 2017, the patient experienced tooth loss ("dental problems: tooth lost") and vision blurred ("vision/eye problems: blurred vision on a daily basis even with glasses"). In (B)(6) 2017, the patient experienced cholelithiasis ("other injuries: gallstones"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids"), rash ("skin rash"), anaemia ("anemia"), pruritus ("itching"), allergy to metals ("allergic or hypersensitivity reaction: nickel allergy"), loss of libido ("hormonal changes: no desire to have sex"), hot flush ("hormonal changes: hot flashes"), rash erythematous ("rashes and skin conditions: itchy red patches"), back pain ("back pain"), dyspareunia ("painful sex") and malaise ("made me sick"). The patient was treated with surgery (she later had surgery to remove the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, uterine leiomyoma, rash, anaemia, alopecia, pruritus, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, tooth loss, dysmenorrhoea, fatigue, loss of libido, night sweats, hot flush, migraine, headache, nausea, anxiety, panic attack, rash erythematous, vision blurred, weight decreased, cholelithiasis, abdominal pain, mood swings, urticaria, back pain, dyspareunia and malaise outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, anxiety, back pain, cholelithiasis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, loss of libido, malaise, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, pruritus, rash, rash erythematous, tooth loss, urticaria, uterine leiomyoma, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy in date of insertion: (B)(6) 2010; (B)(6) 2010. Have you had essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes anticipated/scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Ultrasound scan vagina - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: nickel, apareunia; dental problems: tooth lost, dysmenorrhea, fatigue, hormonal changes: no desire to have sex, night sweats, and hot flashes, migraines/headaches, nausea, psychological or psychiatric problems: anxiety and panic attacks, rashes and skin conditions: itchy red patches, vision/eye problems: blurred vision on a daily basis even with glasses, rashes and skin conditions: hives, weight loss, other injuries: gallstones, abdominal pain, back pain, painful sex,made me sick . Date implanted were update. Onset date of event pelvic pain were update. Concomitant disease and drug, plaintiff name, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.